Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device product code associated with this event is not known. The international affiliate reports the following possible product codes: product code vcp317h, product code vcp589h.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date. Suture was used to approximate the subcutaneous tissue. It was noted that the sutures did not absorb completely and abcesses had formed where the suture was placed. The sutures were removed. The abcesses were drained and cleaned. Additional information has been requested.